Manufacturer narrative:
D6: implant/explant dates unknown. The investigation of vascular damage, peripheral vessel and thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
It has been reported from a literature titled: a case of abdominal aorta occlusion caused by impella removal. That a patient who underwent aortic valve replacement and mitral valve replacement for heart failure due to aortic and mitral stenosis needed impella cp support. During surgery, there were difficulties in weaning the patient from cardiopulmonary bypass, so an impella cp and venoarterial extracorporeal membrane oxygenation (va-ECMO) were inserted. After returning to the intensive care unit (ICU), persistent bleeding from the drain was observed, and open-chest hemostasis was performed twice in the ICU, on the 1st and 2nd postoperative days, and activated clotting time was controlled with the goal of reaching the lower limit of normal range. On the 5th postoperative day, va-ECMO was removed and weaning from impella was initiated. On the sixth postoperative day, the ic was removed under general anesthesia, and occlusion of both common iliac arteries from the distal abdominal aorta was observed. Stent graft insertion was performed. The outcome of the patient is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings, section: pre-support evaluation, section: impella cp with smart assist catheter insertion, section: axillary insertion of the impella cp with smart assist catheter, section: use of impella with transcatheter aortic valves: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."